Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Functional testing identified that the main battery was fully discharged. The cause could not be determined. To address this issue, the main battery was replaced. The device was restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product servicing, it was found that a flogard infusion pump had battery discharge. There was no patient involvement. No additional information is available.